Manufacturer narrative:
This report has not been confirmed by a medical professional. No medical attention was sought, no injury was reported. This event is being reported because there is the possibility that toothbrush bristles may require medical intervention in order to remove them.

Event description:
Consumer alleges that as he was using the product some of the bristles fell out last night and went own his throat. Consumer stated that he was choking on them and had to throw I up in order to get the bristles out of his throat. He sought no medical attention for his experience. Product was returned and discarded at the store.